Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn(B)(6), +19.0d) was implanted (B)(6)2024. During the postoperative period, the patient complained of blurry vision and the treating physician observed that the optic was prolapsed inferiorly. The physician chose to explant the lal+ on (B)(6)2024 and replace with an intraocular lens from a different manufacturer.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections g3, g6, h3 and h6. The explanted lal (sn (B)(6)) was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.